Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib). After successful prep and testing of the faradrive, successful transeptal access was completed using the faradrive and a connect dilator with wire. At this point, a left atrial map was made using carto and a non-bsc catheter. Upon completion of this map and removal of the non-bsc catheter from the faradrive sheath, it was noticed that there was an active leak of blood and irrigation fluid that appeared to be coming from area where the side port connects to the handle. No visible external damage was noted. The procedure was completed successfully after the leaking faradrive was replaced with another faradrive sheath. There were no adverse effects to the patient. The device has been returned.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib). After successful prep and testing of the faradrive, successful transeptal access was completed using the faradrive and a connect dilator with wire. At this point, a left atrial map was made using carto and a non-bsc catheter. Upon completion of this map and removal of the non-bsc catheter from the faradrive sheath, it was noticed that there was an active leak of blood and irrigation fluid that appeared to be coming from area where the side port connects to the handle. No visible external damage was noted. The procedure was completed successfully after the leaking faradrive was replaced with another faradrive sheath. There were no adverse effects to the patient. The device has been returned.

Manufacturer narrative:
Visual inspection revealed no abnormalities or defects were found on the exterior of the sheath. An attempt to evaluate the sheath for leak and aspiration performance was unsuccessful. During preparation for testing, a leak from the handle cap was detected as deionized water was injected into the flush lumen port to purge air out of the sheath. Due to the leakage, air could not be completely purged out of the sheath and testing could not be performed. Dissection of the handle cap found the flush lumen torn where the adhesive filet bonds the lumen to the valve hub, creating a significant leak path. Inspection of the hemostatic valves did not find any defects that could have contributed to the allegation; therefore, identifying the flush lumen defect as the cause of this allegation and the failure seen during preparation. The reported event was confirmed.